Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a lot of high blood glucose. Customer's blood glucose was 411 mg/dl at the time of incident and was at 274 mg/dl at the time of call. Customer stated he also had a high blood glucose readings of 400 mg/dl and in the 500's mg/dl. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer treated with manual injection and insulin pump. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Unable to perform high pressure test due to no tubing clamp available. Customer also mentioned that the healthcare professional made some changes in the insulin pump settings. Customer also mentioned to have received a no delivery alarm and infusion set was changed. Customer also reported to have experienced a low blood glucose of 49 mg/dl and treated with food. No low blood glucose troubleshooting was performed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was not expected to return for analysis.